Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was 460 mg/dl. Customer's mother advised they are getting no delivery alarms on the insulin pump. Customer's mother advised they changed the infusion set several times and the alarms continued. Customer was vomiting and advised they treated the high blood glucose with blousing and changing the sets. Customer changed out the set before going to bed, however the next day woke up with high blood glucose levels which forced them to go to the hospital. Customer went into diabetic ketoacidosis as a result of their high blood glucose levels. Customer's insulin pump was removed; however when they put it back on the customer's blood glucose began to rise, so once again it was removed. Troubleshooting confirmed the device works properly, however customer wants replacement. Customer's insulin pump would be replaced per their request and they agreed to return the product.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, and a broken belt clip slot.